Event description:
It was reported that the customer's insulin pump had a temp basal set up that the customer was unaware of. The customer's blood glucose level was 238 mg/dl. Standard troubleshooting was performed. The insulin pump failed a displacement test and passed a self test. The customer stated she may have set up the basal while she was half asleep. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The unit was monitored and no unexpected basal programming anomalies were noted. No displacement anomalies were noted. No cosmetic damage was noted.